Event description:
We were informed on (B)(6) 2024, about an event regarding a patient with a medtronic spinal cord stimulation (scs) system. On (B)(6) 2024, the scs (spinal cord stimulation) patient underwent a revision procedure with dr. (B)(6). During the procedure, the physician replaced the medtronic scs system with a (B)(6) scs system for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).